Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the screen light emitting diode (led). The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.